Event description:
It was reported that stent fracture occurred. The 100% stenosed target lesion was located in the mildly tortuous and non calcified mid left anterior descending (lad) artery. An unspecified guide wire was advanced and the 2.5x16mm promus premier¿ stent was deployed in the lesion. Deployment was noted to be good. The guide wire was retracted and placed proximal to the stent. The physician then decided to post dilate the stent. The guide wire was advanced back through the stent and post dilation was performed with a 2.75x12mm balloon catheter. Angiography was performed and revealed the stent was fractured. It appears that when the guide wire was reinserted through the stent, it exited the lumen of the stent midway and went between the stent and the vessel wall. The balloon may have been inflated between the stent and the lumen wall. No further action was taken. The procedure was completed with this device. No patient complications were noted and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).